Manufacturer narrative:
Following the investigation, the root cause may be linked to a user error: user did not follow servicing instructions and launched the testing software from the usb instead of launching it from the device computer. Corrected data: date of this report, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that while a medtech field service engineer was performing a preventative maintenance on rosa, the robot arm disconnected twice during the tests. Finally at the third attempt the test was passed.